Event description:
It was reported that an insulation abrasion was suspected on the left ventricular lead. The patient presented in the operating room for a routine implantable cardioverter defibrillator change out procedure and the electrical function of the lv lead was tested. No anomalies were observed or detected. The patient was asymptomatic and would continue to be monitored with routine follow ups.